Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the venom(tm) nitinol electrode, 150mm was being used in a procedure when it was not working properly resulting in the procedure being cancelled. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The reported event of an electrode without temperature reading causing a procedural cancellation was not duplicated and no failures were confirmed that caused or contribute to the reported event. The device was scrapped at the manufacturer.

Event description:
It was reported that the venom(tm) nitinol electrode, 150mm was being used in a procedure when it was not working properly resulting in the procedure being cancelled. There were no patient or user injuries, and no adverse consequences.